Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that it was the wall outlet that did not have power, the imaging system worked as intended. A full system checkout was performed and all tests passed.

Event description:
Medtronic received information regarding a imaging system. It was reported outside of a procedure that the screen turned black and does not turn on. The site rebooted the system, but the screen still did not turn on. No patient was present at the time of the event.